Event description:
Pt off unit for testing and on travel ventilator. While on travel ventilator, pt oxygen saturations dropped into the 70% range. According to employee, ventilator was not alarming and ventilator light was dimmed. Ventilator then taken off battery power and plugged into power outlet source. Pt ventilated with bag valve mask. Pt returned to ICU and placed back on bedside ventilator. Oxygen saturations returned to baseline. No harm to pt.